Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 3006705815-2019-02121, reference manufacturer report number: 1627487-2019-06606. It was reported the patient experienced ineffective stimulation. As a result, the patient had their system explanted.

Event description:
Reference manufacturer report number: 3006705815-2019-02121. Reference manufacturer report number: 1627487-2019-06606.

Manufacturer narrative:
The date received by manufacturer should have been 06/19/2019 rather than being blank.

Event description:
Reference manufacturer report number: 3006705815-2019-02121; reference manufacturer report number: 1627487-2019-06606.